Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a port placement in the right internal jugular vein, the sheath was allegedly not peeled properly. Reportedly, a scissor was used to pry open in order for the peel away to be separated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5 fr peel-apart sheath was returned for evaluation. Visual evaluation was performed on the returned device. Valve caps and valves were noted to be attached to each side at the t-handle. Manufacturing site evaluation states that valve had not been properly divided, most of the valve was attached to one half of the t-handle. Therefore, the investigation is inconclusive for the reported difficult or delayed separation issue as the exact circumstance at the time of the event reported was unknown and the sheath was received in fully peeled condition. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a port placement in the right internal jugular vein, the sheath was allegedly not peeled properly. Reportedly, a scissor was used to pry open in order for the peel away to be separated. There was no reported patient injury.